Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer's family member regarding a consumer receiving baclofen [100 mcg/ml] at a rate of 37.51 mcg/day and morphine [40 mg/ml] at a rate of 15.018 mg/day via intrathecal drug delivery pump for spinal pain. It was reported that the patient went to the doctor the other day ((B)(6) 2017) and the pump records show pump stopped for an hour. The pain is not being controlled by the pump. This was considered a sudden change in therapy/symptoms.